Event description:
I had a breast augmentation in 2017 at (B)(6) in (B)(6). I had 350 cc mentor implants. After 2 years I started to notice health declining. In 2020, my symptoms got worse (unusual weight gain, hair loss, cystic acne, liver enzyme elevation, yellowing eyes, extreme fatigue, bruising, rashes, brain fog, dizziness). After seeing 4 specialists and getting no answers, I contacted a surgeon that performs breast explant surgeries ((dr. (B)(6)). I had my implants removed on (B)(6) 2020. Two days after surgery I felt like a completely different person - like I was no longer being poisoned. Breast implant illness is what some people have told me it's called. This is very serious and I'm glad the black box warning is now required. But more research on breast implant illness / autoimmune type reactions needs to be done and patients should be very aware. FDA safety report ID # (B)(4).